Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed and only the is-1 terminal portion was returned. Set screw marks were observed on both terminal and ring assembly. The clinical observation of the lead stuck in header could not be confirmed as the lead was not connected to the header when received in the lab.

Event description:
Boston scientific received information that during a scheduled device replacement procedure, this right ventricular (rv) lead could not be disconnected from the header. The lead was cut distal to the yoke and surgically abandoned. A new lead was successfully implanted. There were no additional adverse patient effects reported.

Event description:
--